Event description:
The customer reported that at 20:30 on (B)(6) 2020 they were notified that an infant's PICC line was leaking. It was determined that the catheter itself was leaking necessitating removal. The registered nurse then mentioned that they thought the line may have been leaking the night before but were unsure if it was IV fluid or urine in the bed. The infant had almost no urine output throughout the day on (B)(6) 2020 and had increased bun and creatinine. It seems likely that the male patient received some but certainly not all of the fluid that he should have in the past 24 hours resulting in anuria and poor renal perfusion. Additional information received on 31jul2023 stated that the patient required fluid resuscitation including a fluid bolus and increasing his total fluid volume for the day. The patient passed away the day after the PICC was found to be leaking. Cause of death was undetermined in the chart. He was born extremely premature.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
A sample was not received for the investigation. A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported issue and determine the root cause, therefore a corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. If a sample is received at a later date, this complaint will be reopened for further investigation. This complaint will be used for tracking and trending purposes.